Event description:
While on bypass for open-heart surgery a blood to air leak was noticed with the bard hg 5400 oxygenator. The sv02 began to decline and an arterial po2 was recorded at 55mm hg. Oxygen was increased to 100% and patient's po2 to 200 and a change out of oxygenators was successfully implemented. No serious injury, serious illness or death resulted, but if similar malfunctions were to reoccur, these could result. #34: devices in use at time of event were all devices applicale to an open-heart surgery procedure, however, none had any relevance to malfunctions of oxygenatordevice labeled for single use. Patient medical status prior to event: satisfactory condition. There was not multiple patient involvement.invalid data - on device service/maintenance. No data - regarding date last serviced. Service provided by: invalid data. Invalid data - service records availability. Imminent hazard to public health claimed. Device used as labeled/intended.device was evaluated after the event. Method of evaluation: actual device involved in incident was evaluated, visual examination. Results of evaluation: component failure. Conclusion: device failure directly caused event. Certainty of device as cause of or contributor to event: invalid data. Corrective actions: device permanently removed from service, device returned to manufacturer/dealer/distributor. Invalid data - on device destroyed/disposed of status.